Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number was (B)(6). The customer found qc had not been performed on this reagent pack prior to use. The field service engineer found the results were from a bad reagent pack. He confirmed the alignments and functions of the analyzer, ran mechanism checks, and confirmed there were no issues. He ran precision testing that was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hba1c gen. 3 results for approximately 143 patients from the cobas 8000 cobas c 502 module. One example was provided of an initial result of 11.3 % and a repeat result of 9.19 %. The repeat result was believed to be correct. Approximately 79 corrected reports were issued.

Manufacturer narrative:
The calibration was acceptable. The qc was acceptable. There was no indication of a performance issue with the reagent. Although no cause was found by the investigation, the instrument performance was verified and the issue appears to be resolved.